Event description:
Reporter indicated a patient developed a mild infection the vns generator site in the chest following vns generator replacement surgery on (B)(6) 92013. The infection is felt to be related to the generator replacement surgery. It is unknown if any interventions were done. The infection has now resolved and is no longer an issue. There was no trauma.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.